Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition due to a suspected lead fracture. This rv lead was surgically abandoned and replaced with no issue. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.